Manufacturer narrative:
Additional, changed, and/or corrected data: h6 clarification to b3 partial date of event: 2022 only provided. Clarification to d6a partial implant date: 2019 only provided. Laboratory analysis summary device photograph(s) for the device related to the reported event of breast pain, device wrinkling and wrinkling of the skin requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe on the provided photos. ¿ wrinkling of the skin: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side encapsulation, wrinkling and discomfort. It was later reported capsular contracture, baker grade unknown, seroma and cyst. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma.

Event description:
Patient reported left side encapsulation, wrinkling and discomfort. It was later reported capsular contracture, baker grade unknown, seroma and cyst. The device has been explanted.